Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0hy0l, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had an appointment on (B)(6) 2015.

Event description:
It was reported that the patient was experiencing burning sensation. This pain and burning was in the rectal area. The patient was told it should be in the urethra area. The patient had 3 different programs and was trying to find a program that works. It had been difficult. It didn't matter how low she goes she still has pain. The patient never feels it in the vaginal area and feels in the rectal area. It felt like burning probe/sensation, a sharp burning feeling at all times. When the stim comes on like it should, that starts up a burning pulsating feeling. Certain movements like moving in bed at night or time to relax it will stimulate it more.. Bending, sitting and it just strikes up the burning probing feeling. The doctor advised to lower stim and when she saw him she had so much leakage so he advised to increase but has this pain/burning sensation. The patient tries the different programs over and over again. The trial was great and felt in vaginal; 1.6 is the highest she can go and its so painful burning pain. It was like she's burning from inside and waiting for it to come out. The pain goes away when stim is off. The patient requested to know where patients feel the stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.